Manufacturer narrative:
Correction to box b: outcomes attributed to ae. 'Required intervention' should not have been selected.

Event description:
The manufacturer received information alleging the elegance nebulizer device had mold in the device and in the patient's tracheostomy tube. It was alleged the device caused non-serious injuries of feeling "unwell" once the patient restarted using the device. The patient reported having medical intervention of "sputum culture, changed trach tube, increased chest physio to clear the sputum load, and was given a nebulizer via ward device". The manufacturer's investigation is ongoing. The device has not yet been returned to the manufacturer for evaluation. A follow-up report will be submitted when the manufacturer's investigation is complete.